Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device confirmed a failure mode. A small section of the device fractured off and was not returned. The device has numerous nicks and gouges in the surface, particularly around the fracture site. The device was manufactured in 2014 and exhibits signs of extensive wear / usage. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Manufacturer narrative:
Correct adverse event aware date added.

Event description:
It was reported that duringa tka procedure the device broke while surgeon was trailing. No more information provided yet.

Manufacturer narrative:
Correct date added.